Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded on to an unknown guidewire was received and evaluated. Twisting was noted throughout the catheter. Material separation was noted to the sample. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported material twist, material separation as the device was noted to be twisted and the tip was separated. Also, the investigation is inconclusive for the reported failure to advance, device-device incompatibility and retraction issues as no functional testing was performed. The investigation is unconfirmed for the reported material puncture issue as no puncture was noted to the catheter. A definitive root cause for the reported material twist, material separation, failure to advance, material puncture, device-device incompatibility and retraction problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion in the superficial femoral artery via an ipsilateral antegrade approach, there was strong resistance felt upon advancing and the guidewire was allegedly found twisted and protruded from the catheter shaft. It was further reported that the guidewire and catheter were allegedly difficult to remove and were removed as a single unit. Reportedly, the catheter also twisted, damaged and the tip of the catheter separated. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion in the superficial femoral artery via an ipsilateral antegrade approach, there was strong resistance felt upon advancing and the guidewire was allegedly found twisted and protruded from the catheter shaft. It was further reported that the catheter and the guidewire were removed together as one unit. Reportedly, the catheter also twisted, damaged and the tip of the catheter separated. Guidewire and catheter was allegedly difficult to be removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a recanalization procedure of a highly calcified target legion in the superficial femoral artery via an ipsilateral antegrade approach, there was strong resistance felt upon advancing and the guidewire was allegedly found twisted and protruded from the catheter shaft. It was further reported that the guidewire and catheter were allegedly difficult to remove and were removed as a single unit. Reportedly, the catheter also twisted, damaged and the tip of the catheter separated. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded on to an unknown guidewire was received and evaluated. Twisting was noted throughout the catheter. Material separation was noted to the sample. No functional testing was performed due to the nature of the complaint. The unknown guidewire was stuck to the distal tip. Therefore, the investigation is confirmed for the reported material twist, material separation issues as the device was noted to be twisted and the tip was separated. The investigation is also confirmed for the reported device device incompatibility issue as the guidewire was stuck to the tip. Also, the investigation is inconclusive for the reported failure to advance and retraction issues as no functional testing was performed. The investigation is unconfirmed for the reported material puncture issue as no puncture was noted to the catheter. A definitive root cause for the reported material twist, material separation, failure to advance, material puncture, device-device incompatibility and retraction problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.